Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified basilic vein. A 4.0mmx40mmx40cm (4f) sterling balloon was advanced for dilation. However, during the third inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.